Event description:
It was reported that the huber needle leaked at the port. No other information provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site is confirmed but the exact cause remains unknown. One 20 ga x 0.75 in ez huber infusion set w/ysite was returned for investigation. Evidence of use was observed. The sample was flushed from the proximal luer connection. No leaks were observed. The sample was then flushed through the y-site connector. No leaks were observed. Additional flushing through the proximal connector resulted in three beads of water forming at the blue valve. A continuous leak was not observed. High pressures or use with power injectors may cause leakage. Since the sample was observed to form a bead during pressurization and the conditions during use are unknown, the exact cause could not be determined. A lot history review (lhr) of redt0573 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (redt0573) have been reported from the same facility.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0573 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (redt0573) have been reported from the same facility.

Event description:
It was reported that the huber needle leaked at the port. No other information provided.